Manufacturer narrative:
The product investigation could not identify a root cause for the reported lens damage. The product was not returned to evaluate. It is unknown if qualified associated products were used. The instruction for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the company, 22.5 diopter (add power +2.2/+3.2) lens was replaced with a company (1.00cyl), 22.0 diopter (add power +2.2/+3.2) lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It is not clear why the exchange lens was a toric model. Clarification for the difference in the lens models for the original and replacement lens was requested. No response has been received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient kept complaining about the night vision which is seen the object appear to be broken after surgery. The surgeon checked the patient condition and found that broken part at the edge of lens optic. The iol was exchanged in a secondary procedure.